Event description:
Pt was set up with a new medline semi-electric home care bed. During the educational/demonstration portion of the session, the bed sparked and ceased to operate. The bed was unassembled and returned to the warehouse for eval. Upon exam it was identified that the junction box had malfunctioned. MFR notified, bed section/junction box isolated.